Manufacturer narrative:
At this time, the terminal portion of the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. During pre-device explant interrogation, review of stored episodes noted noise and oversensing on the right ventricular (rv) lead. No shock therapy was delivered as a result. Additionally, low rv pacing impedance measurements of 425 ohms was observed. The device was explanted and replaced and examination of the rv lead noted an insulation breech on the pace/sense and defibrillation terminals. The terminal portion of the lead was cut, surgically abandoned and replaced. No additional adverse patient effects were reported.